Event description:
It was reported that on (B)(6), 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a posterior prolapse. Two xtw clips were implanted, reducing mr to a grade of 1-2. Roughly nine months later, the patient returned to the hospital for a follow up appointment. Echocardiography showed one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. On(B)(6), 2024, a second mitraclip procedure was performed to stabilize the slda. One clip was implanted, reducing mr to a grade of 2+.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. As it could not be determined which of the two clips had detached and resulted in slda; therefore, the lot history record review was performed for both the lots and identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history for both the lots did not indicate a lot-specific product issue. All information was investigated and based on the information provided, a cause for the reported slda could not be determined. Mitral valve insufficiency/regurgitation was due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.